Manufacturer narrative:
Customer made the assumption that edits to qc sample ids would not over ride what was established in qc set up. However, the vision qc software allows the users to modify their qc setting under run qc job overriding what has been established in qc set up. In this incident, the system is working as expected. This issue is being addressed in future software versions. (B)(4).

Event description:
Customer reported that their qc was initially configured to always have qc enabled and tested using albaqc samples (qc1 and qc3) for aborh, antibody screen, and (datpos and datneg) for the dat test profiles with the expected results of aneg, bpos, antibody screen positive/negative and dat positive/negative. Antibody screen was to be done with qc1 and qc3 dat was to be done with sample labeled dat neg and dat pos. Customer reported, exact date not provided, that at some time in the past few weeks, only qc2 and qc3 were tested, and the site missed testing with qc1 where they missed a neg and positive antibody screen for the d antigen there was no report of harm related to this issue.